Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-03189. Foran, j. R., md, whited, b. W., md, and sporer, s. M., md,ms. (2011). Early aseptic loosening with a precoated low-profile tibial component: a case series. The journal or arthroplasty, 26(8), 1445-1450. Retrieved from http://www.sciencedirect.com/science/article/pii/s0883540310006273. Concomitant products: zimmer mis tibia. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause cannot be determined as the complaint was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that multiple patients were revised due to tibial loosening on an unknown date. No further information is available.